Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that a pt underwent sedation with the intent to provide ablation for a procedure using the halo system. When powered up, the halo flex rf generator failed to enter "ready mode" and thus could not be used as intended. The procedure was stopped. No component of the halo system was used in or on the pt. There was no pt injury or death. The company has determined that this malfunction is not likely to directly contribute to a death or serious injury if it were to recur. However, the company is reporting this complaint out of an abundance of caution due to the interruption of a procedure, sometimes after the pt is sedated, and the need to reschedule the procedure for a later date.